Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was confirmed based on the clinician review of the medical records provided. Method & results: product evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted shell component with what appears to be blood and some biological matter on the porous coated surface. There is nothing else remarkable to report based on the photograph provided. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: cup malposition in excessive inclination, anteversion and superficial position have contributed to device impingement with considerable secondary liner damage and an overload condition to cause cup loosening requiring revision surgery. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: cup malposition in excessive inclination, anteversion and superficial position have contributed to device impingement with considerable secondary liner damage and an overload condition to cause cup loosening requiring revision surgery. Not returned.

Event description:
It was reported that patient's right hip was revised due to pain and shell loosening. Intra-operatively, liner wear on the rim consistent with impingement was noted. The liner was further damaged on explantation. The shell, one screw, and the liner were revised to a tritanium shell with 3 screws and a stryker liner.